Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/24/2020. H.6. Investigation: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that something clear or white on the tip of the needle prior to injection. The returned syringe was examined and exhibited a piece of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene mixed with silicone. A review of the device history record was completed for batch# 9343883. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200863338, 200862935] noted that did not pertain to the complaint. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. A root cause cannot be determined.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no:328411; batch no: 9343883. Consumer stated, seeing something "clear or white" on tip of needle prior to injection stated, when she removed shield, that's when she noticed the "foreign matter" stated, she did not use the syringe. 1 syringe affected. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no:328411 batch no: 9343883. Consumer stated, seeing something "clear or white" on tip of needle prior to injection stated, when she removed shield, that's when she noticed the "foreign matter" stated, she did not use the syringe. 1 syringe affected. Date of event: unknown.